Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: a review of the pump¿s black box and alarm history showed no activity outside of normal use observed. The returned battery cap was undamaged and able to fit securely. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The pump¿s cover was removed, no intermittent condition was found to the power pump circuit board. Investigation was unable to duplicate the ¿cs alarm issue¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.